Manufacturer narrative:
This is the same event 3010536692-2016-00596 & 3010536692-2016-00597 & 3010536692-2016-00599. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: slight increase in her cobalt and chromium levels, increased pain and MRI showed fluid about the trochanter (right).